Event description:
It was reported that the instrument fractured during surgery. The broken piece remained in the patient. Additional surgery to remove the instrument's broken piece was performed the next day. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10 visual examination of the provided pictures identified the tip of the inserter is missing, due to the poor resolution of the photograph the general condition of the instrument cannot be assessed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, d2, d9, g3, g6, h2, h3, h4, h6, h10. Visual examination of the returned product verified item/lot information match what is listed in the sub form of the complaint. Device shows signs of repeated use with nicks, gouges and scratches throughout the device. The tab has fractured off the tip of the device and not all pieces have been returned. The device has a possible field age of 9+ years. Reference attached photographs. Device was submitted for further analysis to atm lab and was reviewed with visual examination and optical microscopy. Fracture surface artifacts of river lines and a bending hinge suggest a bending overload failure mode. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.